Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their top aligner is cutting into their gums and that they have a lisp that they have never had before with their previous aligners. Requested information, advised to use the warm water tip to see if this helps with fit and comfort.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.